Event description:
It was reported that the day after implant, the right ventricular lead had sensing and capture difficulties. Multiple attempts were made to get the lead placed in a more stable position. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies found.